Manufacturer narrative:
Corrected information has been provided in d4(primary UDI number).

Event description:
An impella cp device was inserted into the right femoral artery in a 61-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient had dark red urine. The hemolysis was resolved with device repositioning. After 21 hours on support, the device was successfully weaned. The impella functioned at p-7 at 2.7l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error.

Manufacturer narrative:
Added: d3. Corrected: d4 (serial & catalog). Mechanical interaction with blood/ hemolysis: the cause of hemolysis was most likely use related the hemolysis was resolved with repositioning per clinical.